Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra aortic balloon pump(iabp), safety disk was failing. There was no patient involved.

Event description:
It was reported that cs100 intra aortic balloon pump(iabp), safety disk was failing. There was no patient involved. This is cs100 upgraded to cs300.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h3, h11. This is cs100 upgraded to cs300.

Manufacturer narrative:
Updated fields - b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He verified that unit fails clinical safety disk leak test. Unit passes all other tests. He ordered drive manifold, pressure transducers, and front-end pcb and he found blood contamination within unit which affected multiple components. Additional parts required. He ordered purge manifold and he verified multiple errors. Unit failed safety disk leak test in clinical mode only. Pressure transducers drifting out of calibration. Fst found significant blood contamination in internal tubing, and filter, and potentially in drive manifold and purge manifold. Replaced transducer, drive manifold, tubing assembly, filter and purge manifold. Calibrated transducers. Performed functional check and safety test.